Manufacturer narrative:
Lead model 3889-28 lot# v698091 implanted (B)(6) 2011 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient fell and damaged the lead. The damage was confirmed through impedance measurements. During a surgical procedure to revise the lead, the physician connected a new lead to the neurostimulator and torqued the set screw until a click was heard. The physician then slightly tugged the lead and it pulled out of the header block. Reseating the set screw was attempted without success. The neurostimulator was then also replaced and the issue was resolved. There was no information regarding the patient outcome. Additional information has been requested but was unavailable as of the date of this report.